Event description:
It was reported that the zimmer electric dermatome did not work the first time after purchase. Additional clinical follow up with the customer indicated that the green indicator light of the power supply turned on; however the handpiece did not operate even if the customer pushed the handpiece trigger. There was no patient harm, medical intervention or extended surgical time as a result of the reported issue.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.